Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the instrument was discarded. The site told the rep that upon opening the tray the instrument was visibly bent and the surgeon confirmed that the instrument would not verify.

Manufacturer narrative:
Lot number not available on the date of filing. Manufacture date not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a damaged ostium seeker instrument. There was no patient present.